Event description:
Customer reported a malfunction on pump with a displayed malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the customer with resetting the pump, and the same malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the customer acknowledged and understood.